Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a scratched tube extension. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had a hole or nick in the grey area proximal to the orange area. The customer reported that there was a possibility of an electrical leak/burn inadvertently. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: there was no energy leak or arc from the monopolar curved scissors (mcs) instrument during the procedure as the instrument defect was recognized before use. The incident did not involve a fragment falling inside patient anatomy during the procedure since it was not used in the patient. No images were available.